Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/15/2026. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to eth for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the strap25 device was received with no visible damage to the external components. To replicate the reported incident, the device was manually activated. During functional testing, fourteen (14) straps were successfully deployed without issue. Following deployment, the device trigger engaged the lock out mechanism as designed, as evidenced by the lock out indicator turning fully orange. After testing, the device was disassembled for a detailed internal inspection, during which no damage or anomalies were identified in the internal components. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and absorbable straps were used. The customer is informed that the device does not apply the fasteners correctly and jams at the time of the trip. There were no surgical delays reported. There were no patient consequences reported. Additional information was requested.